Event description:
The pt contacted lifescan and alleged the one touch profile meter was reading inaccurately erratic. The medical affairs specialist attempted to contact the pt. The pt called back in 04/2004. On the day of the event the pt took lantus 8 units at 6am. Pt began to feel sweaty and tested at 7:30 with a reading of 17 mg/dl. Pt ate breakfast at 8am, and at 9:30 their blood glucose was 19 mg/dl. The pt did not repeat the test after obtaining the result. Denies being dizzy. The pt speaks very fast and talks about blood glucose results, check strip results and control solution results like they are all related. Attempted to explain the difference and tell pt where the ranges are. A medical professional was contacted for advice and the pt was advised to eat food and/or drink beverage. The pt is under regular medical care and was told to eat better, because their readings are running too low. At the office related: one touch ultra meter 55mg/dl and dr. Meter 60 mg/dl. The check strip had arrived in the order and with the medical affairs specialist on 2 tests the pt reported 52 (70-90). Based on the information obtained from the pt there is indication the product malfunctioned due to the check strip failing. There is no indication the event led to an adverse event: though pt had readings of 17 and 19 mg/dl it be expected to give severe symptoms of hypoglycemia, the pt did have low readings with low symptoms and treated appropriately. The test strips and meter were replaced and return expected.